Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and concluded that there was insufficient data available to determine the impact of the device use during the event, as it relates to the patient outcome. As a precaution, physio-control recommended that the customer replace the device's battery. It was later confirmed by the customer that they replaced the device's battery and that the device has since been placed back into service for use. Further details, including the device's serial number, were not available. Neither the device, nor the battery used during the event, have been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on during a recent event involving a patient. The patient, an (B)(6) male, was involved in a sledding accident. The patient was found pulseless and apneic after hitting a tree. The sheriff deputy who arrived on scene applied therapy electrodes to the patient and attempted to power the device on; however, it would not power on when prompted. Shortly thereafter a backup device (lifepak 15) from an ambulance service arrived on scene and their device was used to provide care to the patient. The reporter did not advise what further care the patient received using the backup device, nor did they confirm the amount of time/delay in obtaining the backup device. The patient did not survive the event. The reporter advised that the device was likely stored in a vehicle prior to use and that the outside temperatures leading up to, and during, the reported event were extremely cold, although the exact temperature was unknown. The reporter was unable to provide any additional details about the patient or the event.